Manufacturer narrative:
E1: patient city: (B)(6), patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced an adhesive event as the infusion set tape was not sticking. The cause of the product not adhering as per patient was reported to be shower. No further information available.